Event description:
Boston scientific received information that the health care professional reviewing the electrograms from this device believed this pacing system was exhibiting atrial oversensing. A boston scientific technical services consultant was contacted, and after reviewing the electrogram confirmed there was farfield over sensing of the ventricular pacing on the atrial lead. No further information was available regarding this issue. Subsequently, eight years later, this right atrial (ra) lead and associated pacemaker were received for analysis in the post market quality assurance laboratory. The medical records database indicates this patient died in (B)(6) 2013.

Manufacturer narrative:
(B)(4). A review of the device data was performed by a boston scientific technical services consultant to assess device performance. The consultant believes there is far-field sensing of the ventricular paced and sensed events on the atrial egrams resulting in mode-switching. Additionally, the consultant provided explanations for other issues revealed on the device strips and recommended further device evaluation for reprogramming options. According to guidant's resources, device reprogramming has not been performed. Attempts to obtain additional information were unsuccessful. No other adverse events have been reported. This event will be re-evaluated if additional information is received. Upon receipt at our post market quality assurance laboratory, an x-ray analysis revealed the inner conductor coils were fractured in multiple places within 17.5 cm to 19.5 cm from the terminal pin. Detailed analysis of the fracture site found breaches in the inner insulation over the fractures. Laboratory analysis determined the conductor coils were fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.